Event description:
It was reported that after a gastrectomy, there were multiple (10 to 20) burn injuries on the patient's right lower abdominal surface. The size of the burn injuries was about 1mm to 10mm. During the operation, the device was put on a drape. The device was activated with the hand switch. No error code was displayed. There was no hole on patient's gown. The burn injuries were treated by putting some ointment. No device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. B3 - only month and year known, assumed 1st day of month that complaint was reported additional information requested: what is the severity of the burn? First degree burns are minor burns on the first layer of skin. Second degree burns have two types: superficial partial-thickness burns injure the first and second layers of skin. Deep partial-thickness burns injure deeper skin layers. Third degree burns injure all the skin layers and tissue under the skin. What part of the device is suspected of causing the burn? Blade, shaft. Has the surgeon been in-serviced on heat management? Is the surgeon aware of the warnings in the IFU as to heat? The IFU states, under warnings & cautions: blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During and following activation in tissue, the instrument blade, clamp arm and distal portion of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. Care should be taken not to apply pressure between the harmonic focus blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument. If this happens, there may be a system failure signaled by a continuous tone or error code when either of the foot pedals or hand control button is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad and increased blade, clamp arm and distal shaft temperatures.